Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified. This occurred in the therapy initiated on (B)(6) 2014 at 21:02:55. During night drain cycle five, the patient's ultrafiltration reading was 612ml, indicating the home patient drained 612ml more than their maximum programmed fill volume of 1000ml. No additional information is available.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4) (B)(4). The device was returned to baxter and an evaluation was completed. The increased intra-peritoneal volume (iipv) event was identified during review of the event history log. The cause of the iipv event is undetermined. Should additional relevant information become available, a supplemental report will be submitted.